Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had several auto off alarms on the insulin pump. The mother also reported several weak battery alarms and a off no power alarm. The customer's blood glucose was unknown. The mother was assisted with turning off the aut off feature. The insulin pump will not be returned for analysis.